Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor (cgm) value of 250 mg/dl after eating dinner without a meal announcement while disconnected from the ilet pump, then initiated subcutaneous insulin by pen after the elevation was noted. The user reported receiving a ¿connect cgm or enter bg¿ prompt, did not reconnect or announce the meal. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no reported injury. Investigation included user communication and troubleshooting, including education on meal announcements and pump disconnection procedures. Investigation of this case revealed user handling issues related to a missed meal announcement and pump disconnection, with contributing device-use interactions involving cgm pairing and app connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user handling related to missed meal announcement while off pump, with contributory connectivity issues.